Event description:
Hcp stated the pt had pump programmed during pump and catheter implant to receive 0.16 cc catheter volume (8711) plus 0.26 cc pump tube for a total of 0.42 cc, baclofen concentration 500 mcg/ cc from lioresal kit, to prime the pump and catheter tubing, then 1 mcg/ hr. Maintenance dose. Pt experienced overdose of baclofen 45 minutes after implant of pump and catheter with coma, respiratory arrest, hypotension. Pt was treated with stopping pump, ventilation, withdrawal of csf, interrogation of pump showed 9.6 cc remaining, 0.4 cc delivered. Actual reservoir volume was 6cc (9.6 cc was expected on programmer, so actually pt had received approximately 3.6 cc over 45 minutes, 1800 mcg baclofen. A sample of the reservoir contents was sent from analysis. The pt is awake, disoriented, and following commands.